Event description:
On (B)(6) 2012, the pt underwent treatment for an infra-renal aneurysm with gore excluder aaa endoprosthesis. The trunk ipsilateral leg component was advanced via a dryseal sheath and deployed. A contralateral leg component was then advanced via the dryseal sheath. It was reported that after advancing past a tight kink in the pt's left iliac artery the device deployed inside the sheath. The sheath and device were then removed together from the pt. The catheter was reported to be broken at the junction of the catheter and the bronze wire. Another contralateral leg component and dryseal sheath were used to complete the procedure. The pt tolerated the procedure without consequence and was discharged.